Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's device was supposed to be replaced in (B)(6) 2018. The patient also reported they had to get a bladder sling at the back because they were still losing urine. No further details were provided. No further complications were reported or anticipated.